Event description:
It was reported to philips that the system geometry movements did not work. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a vascular diagnosis procedure was performed when the issue happened. The procedure was completed on the same system with slow movement. A philips remote service engineer (rse) inspected the system and identified that the c arm movement was not happening. After reviewing log file rse found that the issue was geometry errors as bodyguard interface box was failing. On onsite service fse as suggested by rse, fse replaced the bodyguard interface box, after replacement of bodyguard interface box, the system was returned to use in good working order. The codes were updated based on the investigation outcome.